Event description:
The customer reported that the reservoir was occluded. Customer stated that she was getting no delivery during manual prime and high blood glucose. Troubleshooting was done. Customer's blood glucose was 530 mg/dl. Customer treated with manual injection. Customer stated alarm was resolved by a complete set change. Customer will be replacing her infusion set. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).